Manufacturer narrative:
D3 manufacturer address - corrected. G1 manufacturer address - corrected.

Event description:
It was reported that during a procedure the greenlight moxy fiber had a ray of light coming out of more than one location as if it were broken. The procedure was completed with a second fiber.

Event description:
It was reported that during a procedure the greenlight moxy fiber had a ray of light coming out of more than one location as if it were broken. The procedure was completed with a second fiber.

Event description:
It was reported that during a procedure the greenlight moxy fiber had a ray of light coming out of more than one location as if it were broken. The procedure was completed with a second fiber.

Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event is confirmed, as analysis identified a glass cap distal circumferential fracture; however, no breaks were noted along the length of the device. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fracture. The interaction between the user and device, caused or contributed to the observed circumferential fracture and reported event. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use to reduce fiber tip damage. Although analysis also found devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The glass cap exhibited some devitrification at output window. The metal cap exhibited significant charred debris adhesion on the surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber was tested with helium-neon (hene) laser fixture, and there are no signs of breakage along length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.